Event description:
On 4/21/94 l-cath leaked as evidenced by saturated dressing. Upon removal of dressing, hub detacched from catheter, and catheter then migrated cephalad, requiring cut-down on vessel in emergency room to retreive catheter.